Manufacturer narrative:
(B)(4) date sent 8/22/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an emergency procedure called exploratory laparotomy, by dr., the following incident was reported with a refilled supply. The input was positioned on the fabric to perform the stapling and cutting process, respecting the time of 15 seconds of precompression. When executing the activation movement for stapling and cutting, a sensation of retention was presented. Given this situation, the instrument was removed; however, despite the fact that the stapling and cutting of the fabric was completed, the recharge blade remained exposed.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2025. Photo analysis: this is an analysis of a photo submitted to for evaluation. During the visual analysis, the following was observed: the photo shows a reload loaded on the device with the exposed knife on the distal end. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot 822c61, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 11/11/2025. D4 batch # 804c75. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired, with the swing tab in the locked position and the knife exposed on the distal end. The device was tested for functionality with a test reload and achieved its complete firing sequence and the knife returned to home position without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer to instructions for use. The event reported of difficult to fire could not be confirmed as the device fired without difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 804c75, and no non-conformances were identified. Pending.